Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
The customer reported the nav ring does not function. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel and the issue was resolved. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the navring not functioning.

Manufacturer narrative:
G4:19feb2021. B4:22feb2021. H11:g5:k102985. H10: clarification was received that the ventilator was on a patient and no harm was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.